Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services was consulted and recommended troubleshooting and programming changes. The rv lead remains in service at this time. No adverse patient effects were reported.